Event description:
Distributor reported product broken at inspection.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Product was not in use. Cosmetic defect was noted during incoming inspection. Complaints of this nature have been previously investigated and documented in the CAPA system. No add'l event info provided to date. Should add'l info become available, a f/u report will be submitted.